Manufacturer narrative:
(B)(4). Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that their device would not read ECG while in paddles lead, during a patient event. There were no adverse effects to the patient as a result of the reported issue. No further details about the patient or the event were provided. Physio-control has made multiple attempts to contact the customer in order to obtain additional information on the patient; however, no response has been received.

Event description:
The customer contacted physio-control to report that their device would not read ECG while in paddles lead, during a patient event. There were no adverse effects to the patient as a result of the reported issue. No further details about the patient or the event were provided. Physio-control has made multiple attempts to contact the customer in order to obtain additional information on the patient; however, no response has been received.

Manufacturer narrative:
Physio-control received the following patient information from the customer: (patient identifier) indicates: (B)(6). (Age at time of event) indicates: 77 years. (Gender) indicates: male. (Weight) indicates: 260 lbs. (Other relevant history) indicates: cardiac arrest, pt. Was found unresponsive by wife, pt. Did however suffer a fall the night before (ended up having a brain bleed). The customer reported that the patient is deceased. The customer does not believe that the issue with the device caused or contributed to the patient's outcome. Patient had a fall the previous night which caused an undiagnosed brain bleed. Patient was found unresponsive this morning in the bathroom by his wife, when the volunteer ems agency arrived on scene, patient was pulseless and apneic. No shocks were delivered, just an attempt to pace, before they were able to initiate pacing, pulses were lost again. Upon arrival to the hospital, rosc was obtained again, patient was admitted to the ICU at the hospital but eventually died.

Manufacturer narrative:
Physio-control evaluated the customer's device and was unable to duplicate the reported issue. After observing proper device operation through functional and performance testing, the device was returned to the customer for use. The cause of the reported issue could not be determined.

Event description:
The customer contacted physio-control to report that their device would not read ECG while in paddles lead, during a patient event. There were no adverse effects to the patient as a result of the reported issue. No further details about the patient or the event were provided. Physio-control has made multiple attempts to contact the customer in order to obtain additional information on the patient; however, no response has been received.